Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 11 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on... It was reported that the patient experienced recurrent serratia bacteremia at the driveline exit site, despite a long course of antibiotic (oral and intravenous). The patient experienced mental status changes, anemia, acute respiratory failure, and leukocytosis on unspecified dates. It was reported that a head CT was abnormal with concern for an embolic cerebrovascular accident. On (B)(6) 2018, it was reported that the patient was expired due to sepsis. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Infections and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.